Event description:
It was reported that prior to surgery, it was observed that the hose was ¿detached¿. There were no delays the scheduled surgical procedure as an identical spare device was available for use. There was no patient involvement reported. There were no reported of injuries, medical intervention or prolonged hospitalization. The exact date the event was unknown. However, it was reported that the event occurred in (B)(6) 2013. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly.